Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 128 mg/dl. Customer stated that the alarm occurred when she tried to program a new replacement pump. Customer was advised to disconnected from the pump. Customer was also advised that pump will need to be replaced. No additional info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.